Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified, underweight, one opening extended, crease flat and red particles on the shell. A microscopic analysis was performed which identified, one opening sharp and stress marks near of the opening site, this condition was called surgical impact and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior due to surgical impact. Additional, changed, and/or corrected data:h.3, h.6.

Event description:
Physician reported a left side rupture and pain. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a left side rupture and pain. Device has been explanted.